Event description:
It was reported that the stent had moved on the balloon. A 2.50 x 28mm synergy xd drug-eluting stent was advanced for treatment in a percutaneous coronary intervention. During the procedure, the stent became stuck and was unable to be advanced into a guidezilla. When the synergy was removed, the stent came off 90% from the balloon and gotten stretched out. The procedure was completed with another device. There were no patient complications nor injuries reported.